Event description:
It was reported that during a hernia repair procedure, the clips would not advance. The clip applier worked normally for the first two clips and after that the applier didn't deliver anymore clips. The surgeon used a new device to finish the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that one device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.